Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient with diabetes experienced infusion set cannula breaking off at the infusion site, with four occurrences in the upper buttocks and one in the abdomen. It was unknown at what point the cannulas broke. It happened in abdominal site, where approximately 2¿4 mm of the cannula remained retained in the body upon removal. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury. The issue was resolved.